Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The device remains implanted in the patient; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
The complainant reported that the clinician was performing a therapeutic solyx sis mid-urethral sling implant on a female patient. During this procedure, the physician placed the device in front of the ramus, where he made the first pass with the trocar on the patient's right side. He then dissected over to the ramus and placed the trocar into the patient, going anterior to the ramus. The bullet was deployed, but it was then realized that the physician had placed the device incorrectly. The physician then attempted to remove the device by pulling of the device mesh, but was unsuccessful. He then made an incision in the sulcus, located the bullet, pulled it out and reattached it on to the trocar. The device was then passed from the sulcus incision back out to the mid urethra incision, and the physician was able to successfully remove the mesh/bullet from the patient. The physician then re-passed the mesh in the correct location behind the ramus, and the device was successfully and correctly placed in the patient. There was a reported 250cc blood loss by the patient during this event. The patient's condition, subsequent to the event, was reported as "fine". The complainant reported that the event was as a result of the physician misunderstanding the device's directions for use. He thought the device was implanted via the front of the ramus, rather than behind it, as is correct. Additional in-servicing of this physician for the correct method of implanting this device has been performed by the boston scientific corporation's sale representative.